Manufacturer narrative:
(B)(6).

Event description:
It was reported that patient received inappropriate atp therapy for an atrial fibrillation episode with rapid ventricular response. The patient later expired due to subdural hematoma unrelated to device function.